Event description:
Event description boston scientific received information that the monitoring voltage for this unused/boxed cardiac resynchronization therapy defibrillator (crt-d) was 3.12v, whereas the box labeled monitoring voltage is 3.25v. It was reported that the representative has performed two manual capacitor reformations and there has been no change to the monitoring voltage level. A boston scientific technical services (ts) consultant recommendedreturning the device for analysis. The representative confirmed that the device would be returned and indicated that he would try to locate another device (at another account) as he did not have a replacement device for this implant procedure. No additional information was provided. If additional information becomes available,